Manufacturer narrative:
The customer performed linearity testing on the meter and all the results were not acceptable. The customer has returned the meter. The returned meter was tested with retention strips and retention controls. Results: level 1 42 mg/dl , 42 mg/dl, 43 mg/dl (control range 30 - 60 mg/dl); level 2 293 mg/dl, 293 mg/dl, 295 mg/dl (control range 261 - 353 mg/dl). All returned results are within an acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results for 2 patients tested on an accu-chek inform ii meter serial number (B)(4) compared to an unspecified laboratory method. For patient 1: at 12:44 pm the glucose result from the laboratory from a venous sample was 187 mg/dl. At 12:50 pm the glucose result from the meter from a capillary sample was 86 mg/dl. For patient 2: at 2:20 pm the glucose result from the meter from a capillary sample was 43 mg/dl. At 2:23 pm the glucose result from the meter from a capillary sample was 41 mg/dl. At 2:30 pm the glucose result from the laboratory from a venous sample was 97 mg/dl. At 3:14 pm the glucose result from the meter from a capillary sample was 59 mg/dl. The customer does not believe the results from the meter to be accurate. The results in question were reported outside of the laboratory.